Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2119301: 50 items manufactured and released on 07-mar-2022. Expiration date: 2027-02-16. No anomalies found related to the problem. To date, 39 items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery at about 9 months post primary due to infection, the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.